Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the allergy contact. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient experienced recurring adverse site reactions including pain, redness, swelling and inflammation at the pod infusion site. Symptoms varied in severity, with some instances becoming painful and visibly inflamed with two days of pod usage. Skin protection methods were applied prior to pod placement but provided only partial relief. Medical attention was sought through consultation with a dermatologist, who confirmed a diagnosis of contact allergy. Treatment included topical cream for irritated areas and guidance to avoid specific substances identified as allergens.